Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. The patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. The patient was discharged 49 days after hospital admission. It was reported the patient was switching to "in centre". No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.